Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that while the patient's spouse was attempting to change a cannula but, the spouse noted the replacement cannula had a dysfunctional cuff (asymmetric cuff and not allowing adequate ventilation).they therefore took the last cannula (with no anomaly) and was able to make a change of cannula, resolving the reported event.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be performed. A product sample and four (4) photos were received for evaluation. Visual inspection of the photos show evidence of cuff rupture. Visual inspection of the sample found damage (cuff ruptured). Failure reported could not be reproduced using the tools from assembly process. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. D4 device lot number is unknown, no information provided to date. D5 and e4 are unknown, no information provided to date., corrected data: b1: adverse event, h1: serious injury.